Event description:
A facility reported that during vp shunt procedure, duragen 4x5 1 pack ce (id4501i) was implanted on supratentorial region of the patient with external decompression and the patient developed cerebral edema and had an allergic reaction. The patient was discharged and moved to a rehabilitation facility. On (B)(6) 2024, the patient came back to the hospital due to epileptic seizure. Additional information was received reporting sequelae: on (B)(6) 2023, for the treatment of external head trauma, external decompression was performed. (Left brain: brain contusion & subarachnoid hemorrhage/ right brain: subdural hematoma) autologous bone was cryopreserved. The ¿gore-tex¿ was used for artificial dura mater. On (B)(6) 2023, autologous bone was restored to the right brain. ¿gore-tex¿ was removed and duragen was implanted.after implanting the duragen, level of eos1 increased from 4% to 8% and then to 10%. The eos1 level decreased gradually afterwards. Fibrin glue was not used for the procedure. 8 stiches were made around duragen. Subcutaneous suction drainage was placed. Autologous bone was fixed using titanium plate. (B)(6) 2024, autologous bone was restored to the left brain and duragen was implanted. After implanting the duragen, level of eos1 increased from 4% to 8% and then to 10%. The eos1 level decreased gradually afterwards. Fibrin glue was not used for the procedure. 8 stiches were made around duragen. Subcutaneous suction drainage was placed. The patient slightly developed hydrocephalus so the bone did not fit well when attempting to restore the bone to its original place. The fluid was removed by external ventricular drainage. Then, used the titanium plate to fix it. On (B)(6) 2024, the patient condition stabilized so the patient was moved to rehabilitation facility. The patient had a fever of 38 degrees celsius after moving to the facility. There was no problem with the level of crp, so the patient was on follow-up for a while. The fever went down gradually. On (B)(6) 2024, the patient had epileptic seizure and was sent back to the hospital. The left brain developed cerebral edema and subdural effusion. There was no problem with the right brain. The level of both eosinophil and neutrophil had increased, burr hole was opened and confirmed yellow colored infusion. The protein level had also increased. Suspicion of foreign body reaction, inflammatory response, and allergy reaction. On (B)(6) 2024, the condition of the patient stabilized by injecting steroid, glycerin, antibiotics. The result of the biopsy showed high levels of eosinophil. In addition, the patient developed cerebral edema. Low possibility of infection and high possibility of allergy reaction. The subdural hygroma and cerebral edema only occurred on one of the duragen. The products were not explanted. No further information was provided by hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received indicating the following: "the patient was injected with steroid. The amount was reduced gradually. The condition stabilized and was discharged from hospital."

Manufacturer narrative:
The duragen (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. The product IFU (instructions for use) states that the use of this product is contraindicated for patients with a known history of hypersensitivity to bovine derived material. However, there is no information provided in the complaint that would help determine if the patient is allergic to bovine derived material. Based on the available information, a medical assessment was performed which concluded as follows: ¿it is possible the eosinophilic elevation to be device related. Eosinophil level may rise in craniotomy patients due to various factors including infections, allergies, and certain medications. Eosinophilic meningitis is a rare known complication after brain surgery associated with duraplasty using artificial bovine graft and in some cases a reaction to graft materials can lead to inflammation in the brain and the spinal cord, including eosinophilic meningitis. Eosinophils in the csf normally make up less than 1% and between 0% and 6% of the total peripheral white blood cell count. In conditions such as eosinophilic meningitis, the percentage can increase >10% and have a slight increase in csf protein levels. It is also possible in these cases for other types of white blood cells such as neutrophils to be elevated as secondary response to the primary eosinophilic reaction. Eosinophilic meningitis itself is not typically a direct cause of epileptic seizures. Risk factors in craniotomy are infections, bleeding, swelling, unstable bp, csf leakage, stroke, and seizures.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.